Event description:
Additional information received indicated that the device system was removed successfully due to infection. There were no additional adverse patient effects reported. The right ventricular (rv) lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection. Reportedly, the patient had swelling and had experienced lack of use in the right arm. Moreover, the field representative validated that the patient had a previous left sided system that was explanted due to infection. There were no additional adverse patient effects reported. The rv lead remains in service.